Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining the results of 139 mg/dl, 190 mg/dl, 54 mg/dl and 46 mg/dl back to back within 10 minutes on the aviva nano system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.